Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of ventricular sensing and an elective replacement time (ert) indicator during a follow-up interrogation. Attempts to obtain further information regarding device status were unsuccessful.